Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for blade would not cut. Bisector blade is to specifications and bisector blade actuation is functional. The lhr review was completed, and there was no non-conformance associated with this lot number.